Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient had meningitis and it was unknown if it was related to the device or therapy. It was reported they were trying to see if it was related. No further complications were reported or anticipated.